Manufacturer narrative:
Device evaluation by MFR: synergy xd mr us 2.50 x 28mm stent was returned for analysis without the crimped stent. A visual and microscopic examination of the balloon found no evidence of any positive pressure having been applied to the balloon. There were stent crimp marks visible on the balloon material. An examination of the distal extrusion found inner/wire lumen damage (bunching) noted at approx. 16.5 cm distal to the guidewire port. A 0.014" guidewire could not be loaded and the device could not be inserted to test for tracking difficulties through a 5f guide catheter due to the inner/wire lumen damage. A visual and microscopic examination of the hypotube identified multiple kinking along the length of the hypotube. As the stent was not returned with the device a review was performed into the manufacturing stent crimp data for this batch. The crimped stent od (outer diameter) was measured at manufacture. The maximum and minimum value for the max crimped stent profile was 0.0398" and 0.033" respectively, and these values are within maximum crimped stent profile measurement.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and non-calcified circumflex artery and obtuse marginal artery. Predilation was performed with a 2.5x12mm emerge balloon catheter. A 3.50 x 32mm synergy xd drug-eluting stent was advanced and deployed in the proximal circumflex artery for 14 seconds at 11 atm. However, during procedure, the stent dislodged and migrated to the aorta. The stent was removed via snare. An emerge 1.5x12mm balloon catheter was inflated for 29 seconds at 14 atm in the first obtuse marginal. Subsequently, a 2.50x28mm a synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged. The stent was removed via snare. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent dislodgement occurred. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The target lesion was located in the non-tortuous and non-calcified circumflex artery and obtuse marginal artery. Predilation was performed with a 2.5x12mm emerge balloon catheter. A 3.50 x 32mm synergy xd drug-eluting stent was advanced and deployed in the proximal circumflex artery for 14 seconds at 11 atm. However, during procedure, the stent dislodged and migrated to the aorta. The stent was removed via snare. An emerge 1.5x12mm balloon catheter was inflated for 29 seconds at 14 atm in the first obtuse marginal. Subsequently, a 2.50x28mm a synergy xd drug-eluting stent was advanced for treatment. However, during procedure, the stent was dislodged. The stent was removed via snare. The procedure was completed with a different device. There were no patient complications nor injuries reported.